Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that the clamping ring has fallen off. There was a delay of 5 min.

Manufacturer narrative:
Evaluation summary: the reported issue was not confirmed. Evaluation revealed the target device to be the primary product. No deviations were found during review of the inspection documents (DHR). The item returned was documented as faultless prior to distribution. As the device had been in use for approx. 9 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. The c-ring was found deformed. Most likely the c-ring was damaged/detached during cleaning pre-operatively in the hospital. Due to missing check of the c-ring, it was not recognized that it was damaged. Previous complaints are known reporting a detached c-ring. In these previous cases a contribution by the design could not be excluded. Therefore a design change was performed. The c-ring design was changed. Internal tests confirmed the effectiveness of the new design: the new design does not prevent a c-ring detachment every time (i.e. In case of rough handling), but make a detachment more difficult. The complained c-ring was visual identified as old design version. The found cracks are a result of a high number of sterilization times combined with a design issue. A new design version of the gamma3 target device is available since 2007. Furthermore the printing ¿muster¿ was found on the shaft. Muster means sample. Therefore the user used a sample instrument. Sample instruments are made only for visualizations like workshops or trainings; therefore it is not allowed to use them during surgeries. The printing was evaluated by the manufacturing laser-marking groups. In case stryker kiel marked/marks an instrument or implant as sample the word ¿sample¿ is always included. On the returned target device only the word ¿muster¿ was laser-marked. Furthermore the type face of the printing does not match the in house used type faces. Therefore it is very unlikely that the marking was printed by the manufacturer. No discrepancies were detected during risk analysis review. No non-conformity identified; previous actions are in place.

Event description:
It was reported that the clamping ring has fallen off. There was a delay of 5 min.